Event description:
Olympus was informed that during a therapeutic appendectomy procedure, the patient experienced excessive pressure and suffered a cardiac arrest. The users reported that the subject device delivered the pressure that exceeded the set pressure. The procedure was said to have been unfinished, however the patient was successfully resuscitated and was said to be doing well following the reported event.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The device referenced in this report was returned to olympus (B)(4) for evaluation. The reported phenomenon could not be duplicated, and the evaluation did not identify any anomalies with the subject device. The cause of the reported phenomenon could not be conclusively determined. The unit had been returned to the user facility. The user facility reported that a similar event occurred with the use of a non-olympus insufflator sometime after this event, and both incidents are undergoing further investigation. The user facility reported phenomenon that the events may be related to misuse, but have declined to provide further information at the present time. If significant and relevant information received at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.